Event description:
Reporter indicated that a vns pt developed vocal cord paralysis after the original implant surgery. Reporter has stated that the vocal cord paralysis was a result of the initial vns implant surgery. The pt's vns device has been disabled. No further information is known at this time.